Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a dim and discolored display screen. Unrelated to the complaint, a review of the black box history indicated a time and date reset on (B)(4) 2013. During testing, the time and date was accurately set at start of investigation. The rewind, prime and load steps were successfully performed on the pump with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate. The pump was opened; the battery was removed for 6 hours and then reinserted; evaluation revealed the internal clock battery on the pcb board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.